Event description:
On 04/01/2008, in a follow up with the home pt's nurse, regarding a system 2240, it was mentioned that the home pt had peritonitis. The home pt's nurse stated, that the home pt had gotten confused in 2008 and fell against a bookcase and hit her head. The home pt did not do peritoneal dialysis (pd) therapy for two nights after that and then three days later, the home pt spiked a temperature of 101. The home pt was then taken to the hospital and admitted. The home pt had a culture done. The culture took 72 hrs to grow and came back as a micro-bacterium (afb-acid-fast bacillus). The home pt originally was given levaquin, 500 mg 3 times per week and then was changed over to amikacin, 250 mg 3 times per week. The home pt's pd catheter was taken out and the pt is doing hemodialysis for now. The home pt's nurse stated, that the home pt may go back on pd therapy once she is better. The home pt was supposed to be discharged from the hospital at the end of the month and go to a nursing home for rehabilitation, but the nurse does not have further info on whether that happened yet.

Manufacturer narrative:
The device was discarded by the home pt.